Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead had failed to capture and x-ray procedure performed noted that the lead was dislodged. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.